Event description:
It was reported that (1) tl60 was used during a lung resection procedure. It was reported by the rep that during a resection of left lung, the tl60 was placed across tissue, fired and then tissue was removed. Upon opening stapler it was noticed that staples had not formed and tissue was not approximated. It is unknown how the case was completed and there was no consequence to pt.